Event description:
The pump was returned for investigation. Investigation revealed a cracked trace near the force sensor pin on the force sensor flex. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed a ¿loss of prime¿ with zero force followed by ¿no cartridge detected¿ warnings on (B)(6) 2012. During investigation, the pump was able to power up to the¿verify¿ screen. No prime issues were noted with the pump. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings. The pump was opened; a cracked trace near the force sensor pin was noted on the force sensor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.